Event description:
The facility reported that they found a microtip in their stock where the packaging of the unit was damaged, breaking the sterile barrier. The facility stated that they did receive the recall notification in may, but did not check their stock. Only one unit was found damaged.

Manufacturer narrative:
Recall #res 68074 was initiated on 04/15/2014 for all units distributed. Pending evaluation of the unit when it is received by the manufacturer.